Event description:
A report was received for the a1059 mayfield modified skull clamp slipping during which the mayfield headrest slipped. The date of the incident is unknown. The patient was in the headrest at the time. There was no negative effects, patient injury or death alleged. It was unknown if there was revision or medical intervention required and unknown if the incident led to an increase in surgery time. Additional information was requested.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: complaint was not confirmed and no issues were observed. The returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. The device in question was manufactured on 31-mar-2009 with no prior service history. No manufacturing or design related trend has been identified. Conclusion: in summary we were unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2009 with no prior service history.

Manufacturer narrative:
The date of the event was (B)(6) 2016. A (B)(6) year old female patient was placed in prone position. A stealth guided stereotaxic device (by medtronic - model number unknown) was used. The stealth arm slipped at the start of the procedure so it was taken out and the case continued without stealth guidance. After the headrest slipped and moved, the patient's head was repositioned. A revision or medical intervention was not required and not further patient outcome was reported. The skull pins used were a1083 mayfield adult disposable.